Manufacturer narrative:
PMA/510k- this product is not marketed in the us. (B)(4. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -10.00/1.0/092 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a longer length lens in a second surgery on (B)(6) 2021 due to low vault. This resolved the problem. Cause of the event is reported as unknown.